Event description:
It was reported the pt's pump had flipped. The hcp opened the pocket, flipped the pump, and refilled the pump. The pt did not experience any symptoms. No further outcome was reported. A follow-up report will be submitted if add'l info become available.